Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. Evaluation summary- it was caused due to an excessive force applied on the ift. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. During inspection, the user found that the ift was creased severely at 30cm. Then, they contacted factory to repair it.